Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. Blood glucose level at the time of the incident was unknown. No troubleshooting was performed. The insulin pump was not returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty sensor resistance (gold). The motor was tested outside of the device and passed.